Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 04-JUL-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS:The report condition of Failed drawer was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed in the DCHU inspection process. According to Work Order #(b)(4), the FSE reported that drawer six on the main station was not detected on bus. After further investigation, the FSE found that the module controller drawer controller and the solenoid all had stopped working, so the FSE replaced all those parts, powered on the station and configured the drawer. Then, the FSE went back into diagnostics, then allowed the customer to access it in the storage application and everything was functional. The report was closed. During DCHU Visual Inspection: PN 353578-01: The SOLENOID 12VDC LATCH was received with exposed copper strands and black marks. PN 151903-01-SN (b)(6): The PCBA FH CUBIE PMC was received in good condition with no signs of fluid ingress, physical damage or missing components. PN 151622-01-SN (b)(6): The PCBA DWR CNTLR v1.10/v1 had a blown MOSFET Q601. During DCHU Testing: PN 353578-01: No DCHU testing was required due to visible thermal damage. PN 151903-01-SN (b)(6): Was evaluated on an ESD protected surface with a calibrated DMM and failed during fuse F200 testing. PN 151622-01-SN (b)(6): No DCHU testing was required due to visible thermal damage. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause of the reported issue was identified as: Thermal damage in the coil caused by excessive current, which contributed to the failure by impacting the proper open/close functionality of the drawer. A shorted fuse F200 of the PCBA FH CUBIE PMC (PN 151903-01) due to an electrical failure, which compromised the drawer communication. A faulty MOSFET Q601 of the PCBA DWR CNTLR v1.10/v1 (PN 151622-01) due to an electrical failure, which compromised the drawer communication and proper functionality.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawer failed, would not recover and device was not detected on bus, required maintenance.As per part investigation, it was determined that the reported issue was caused by thermal damage to the coil due to excessive current, affected the drawer ability to open and close properly, along with a shorted F200 fuse on the PCBA FH Cubie PMC (PN 151903-01) and a faulty MOSFET Q601 on the PCBA DWR Controller (PN 151622-01) due to electrical failure. These component failures compromised drawer communication and overall drawer functionality.However, there were no delays or adverse events or injuries reported based on this event.